Event description:
Patient reported experiencing low blood glucose (15 mg/dl), while wearing the device. They stated that, around 6:30pm, while eating dinner, they programmed a 3u bolus. Less than 1 hour later, at 7:21pm, they were feeling ill, and sweating profusely. Patient reported that their blood glucose measured 15 mg/dl. They self-treated by eating a "boomie-bar". Twenty minutes later, their blood glucose measured 90 mg/dl. Patient stated that they know their body very well, and as such, believes the device must have delivered too much insulin.